Event description:
Per the circulating nurse: during the craniotomy, the stryker maestro drill blew apart at the joint in the motor. No injury was incurred to anyone beyond shocking the surgeon. This drill is used frequently, but this is the first motor blowout.